Event description:
Ous MDR - it was reported that the patient came to the hospital with the emergency physician 18 months after the initial implantation. The patient had received inappropriate shocks. A revision was performed. It was reported that an insulation defect of the lead was observed in the process.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol1, 60 charge processes and 30 shock deliveries were documented. The memory content of the ICD was analyzed. The check of the available iegms showed interference in the right-ventricular channel, which first occurred on (B)(6) 2015. The interference signals led to several charge cycles and to repeated shock deliveries,matching the clinical observation. For that reason, the signal sensing of the device was tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In a next step, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defects or manufacturing error. There were no indications of a device malfunction.